Manufacturer narrative:
Film evaluation results are: a review of a single still angio image during an intervention revealed that an endurant stent graft system was implanted in the patient. The film showed the bifurcate aortic body from just above the suprarenal stents, distally to ~3cm below the flow divider. The bifurcate ipsi limb was seen on the patient¿s right side, and the contra limb on the left side was overlapping the gate ~2.5cm. A balloon was inflated within the top half of aortic body, and the contrast injector was positioned just above the flow divider. Contrast was seen from the distal end of the occluding balloon and down both limbs. Contrast was also observed outside the length of the stent graft; primarily on the right side. No other obvious issues were seen. Two additional still angio images were lower quality resolution, but seemed to show that the bifurcate was relined within another manufacturer¿s stent graft, and the previously seen endoleak appeared to have resolved. The exact cause and type of endoleak seen 4+ years post-implant could not be determined from the limited still angio images provided. Complete angio images during the initial finding of the reported type IV endoleak were not available. Contrast injection within the aortic body, below the occluded balloon, likely ruled out a proximal type I endoleak. Although it is possible that this was a type IV endoleak caused by fabric porosity, since this endoleak occurred 4 years post-implant it was more likely to have been a type iii fabric endoleak. However, analysis of the returned films device did not reveal any characteristics that could explain the endoleak. Factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this being a type IV endoleak.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a CT, conducted approximately four years and four months post index procedure revealed that the bifurcate had a type IV endoleak. Approximately two months after the CT the physician elected to implant another manufacturer¿s aortic cuff distal to the lowest renal artery. A balloon was then used to occlude the proximal end of the aortic cuff and endurant bifurcate while contrast was introduced and it appeared that contrast was seeping out everywhere. The angiogram revealed that the endoleak was still present and a proximal type I endoleak was ruled out. The physician then elected to reline the endurant bifurcate and aortic cuff by implanting another manufacturer¿s bifurcate stent graft and the endoleak was resolved. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.